Manufacturer narrative:
H10: h2: additional information: h6: health effect - clinical code. H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the anchor, suture, and needles were not returned with the device. No physical damage visible to the device. A functional evaluation could not be performed on the device. A review of the customer provided image revealed the anchor had been detached from the shaft. The needles were deployed from the device. No physical damage visible. This case reports, the anchor ¿pulled after implanted.¿ the anchor was not returned. Per the product evaluation, ¿the image revealed the anchor had been detached from the shaft. The needles were deployed from the device. No physical damage visible,¿ as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Per case communications, the procedure was completed without a significant delay using a back-up device in an additional drilled bone hole. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ankle deltoid ligament repair, the anchor of raptormite was pulled out after implanted. The procedure was completed without significant delay using a back-up device in an additional drilled bone hole. No other complications were reported.